Event description:
It was reported via international that the "cuff has a hole." The info received indicated the involved device was a size 8sct. There was no reported pt injury and/or change in therapy. The involved device has not been returned to the MFR for eval/investigation as of the date on this report.